Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations replicated/confirmed the customer reported complaint: "cutting issue". The instrument was found to have blades damage at the midpoint of the blade. The two blades edges was indented. The cut test could not be performed due to damaged blade the instrument does not close completely. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. Probable root cause is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument or misusing the instrument. Intuitive followed up but no additional information was available.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver had a cutting issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.